Event description:
It was reported that a customer experienced a cracked pump screen, rendering the display unreadable and the touchscreen non-functional. The blood glucose level was recorded at 210 mg/dl. The device was scheduled to be returned. There was no additional information regarding the outcome of the event.